Manufacturer narrative:
Date of event: (B)(6) 2018. Dat of this report: 18sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an error code: oxygen liftoff failure. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 04oct2018. The oxygen valve assembly was replaced by a trained philips representative and the unit passed verification testing and was returned to service.